Manufacturer narrative:
Device manufacture date is 2/22/2016 through 02/24/2016. The actual device was returned to the manufacturing facility for evaluation. Visual and microscopic inspection revealed no defects. The safety protection of retention samples were inspected and revealed no defects. A needle pulling resistance test was conducted with the actual sample and five retention samples. The actual sample was pulled ten consecutive times and the five retention samples were pulled one time. This confirmed that the safety cover activated normally. A review of the device history record was conducted with no relevant findings for the reported lot. A review of the manufacturing and inspection records was conducted with no relevant findings for the reported lot. A review of the complaint files was conducted with no relevant findings for the reported lot. There is no evidence that this event was related to a device defect or malfunction and the exact cause cannot be determined. Based on the information provided the user facility, it is likely that unintentional stress may have been applied when the nurse picked up the needle with the covered sheet on top and caused the safety feature of the protector to release. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of kofu factory of terumo corporation (manufacturer) registration no. 9681835. Exemption number e2015026. All available information has been placed on file in quality assurance for tracking, trending, and follow up.

Event description:
The user facility reported that a nurse incurred a needle stick. Follow up communication with the user facility reported: the needle was accidentally dropped on the floor after placement of intravenous catheter, due to difficulty in patient's blood stop treatment in haste; the dropped needle was left on the floor during treatment and the nurse placed a paper sheet to cover the needle; upon completion of the patient care, the nurse picked up the bare needle that was covered with the paper sheet; and the tip of the needle struck the base of the nurse's finger as she picked it up when the needle was stuck up from the safety cover.